Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. The pen was evaluated for leaking from the needle by observing the number of droplets that formed 30 seconds after needle attachment and after administering low dose, mid dose, and high dose injections. For each injection, the 30 second allowance began after a 5 second hold time at the end of injection. Investigator observed droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: after needle attachment after low dose after mid dose after high dose droplets observed (pen 1) 10 3 2 3 based on investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed but is not defined in the applicable specification. As a consequence, bdm-ps will not conduct a full root cause analysis. However this complaint is registered in bd complaint system and trend analysis will be performed. H3 other text : see section h.10

Event description:
It was reported that pen ii omnitrope pen 10 is leaking and unable to deliver medication during use. The following information was provided by the initial reporter: dripping pen: phoned in stating the pen 10 keeps leaking. Consumer called to complain that she is having problems with the pen and the cartridge. She stated that "whenever the needle goes on to the pen body, the medication leaks from the needle into the inner shield". She stated that this has happened with 7 cartridges. She stated that she pays for 30 days of medication and her daughter is only getting 27 days of medication because of the leaks. She stated that she received 7 cartridges at a time. She only has the lot# and expiration dates for 2 cartridges and they are both from the same lot, jg3952. She stated her daughter has a bad case of turner's syndrome and she feels that she is not getting enough medicine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 10 is leaking and unable to deliver medication during use. The following information was provided by the initial reporter: dripping pen: phoned in stating the pen 10 keeps leaking. Consumer called to complain that she is having problems with the pen and the cartridge. She stated that "whenever the needle goes on to the pen body, the medication leaks from the needle into the inner shield". She stated that this has happened with 7 cartridges. She stated that she pays for 30 days of medication and her daughter is only getting 27 days of medication because of the leaks. She stated that she received 7 cartridges at a time. She only has the lot# and expiration dates for 2 cartridges and they are both from the same lot, jg3952. She stated her daughter has a bad case of turner's syndrome and she feels that she is not getting enough medicine.